Event description:
The user reported a hospitalization that occurred on (B)(6) 2026, after being sent to the emergency room due to significantly low blood pressure. At the time of follow-up, the user reported feeling improved. The event was not related to diabetes or glucose.

Manufacturer narrative:
A review of the data management system indicated limited recent data synchronization. The user explained that they had temporarily removed the transmitter to undergo medical imaging. The user confirmed that they are currently monitoring glucose levels using fingerstick measurements while hospitalized.